Event description:
Edwards received reports from hospital and FDA (B)(4), of an endocarditis of an aortic valve after implant duration of approximately 4 months. Through follow-up with hospital risk management, it was learned that as of (B)(6) 2011, the valve had not been explanted, and at that time there was no plan to explant.

Manufacturer narrative:
Evaluation: method = device remains implanted. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device was traced back to its sterility lot; and the complaint database indicates no other endocarditis/infection reports received on any device processed under the same sterility lot of the subject device. Edwards sterilization process for pericardial tissue valves employs redundant sterilization process steps which are highly effective and are proven to inactivate myobacteria and all known microorganisms. Edwards lifesciences' processing is validated to provide sterility assurance for the most resistant of all microorganisms, including bacterial spores, as well. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.